Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned that they believe the devise was not working properly. Patient mentioned that they charge every morning; sometimes while charging the battery shows 0%, sometimes battery goes fully charge. Patient stated, "the battery always looks like it's okay the battery looks like 100% but it shuts off a lot"; patient added that the other day they had the battery at 10% and in 2 minutes the battery was fully-charged. When asked about event date , patient mentioned about 2 weeks ago. Patient reached out to their medtronic rep about 2 weeks ago and was told to reset the controller. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, and battery pack. When asked about and damage on the recharging paddle patient was unsure but mentioned that the paddle didn't look the same as before. Patient mentioned that when the recharging paddle is connected the controller shuts off and becomes unresponsive. Agent reviewed information to patient and sent repair request to replace the recharging paddle. During the call, pt will have a surgery on the 12th next month and mentioned about replacement but the insurance will not pay for it. Additional information has been received that patient reports no issues with the device since they were using new recharger paddle. Cause of initial was unknown regarding device was not working. Paddle was replaced to resolve the device was not working properly issues. Patient¿s implant battery is being replaced to inceptiv implantable neurostimulator (ins). Surgery has been confirmed.

Event description:
Additional information was received from a manufacturing representative (rep). When asked to provide the results of any diagnostics/ troubleshooting, they reported that there were no diagnostic issues upon connecting to patients ins. The device was replaced with another device on mar/12/26.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.